Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their freestyle libre sensor. Customer reported a low reading of 49 mg.=/dl which was lower than lab reading of 188 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving a low reading from their freestyle libre sensor. Customer reported a low reading of 49 mg.=/dl which was lower than lab reading of 188 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. This serves as a correction report. Section h-2 (if follow up, what type?) H-3 (device evaluated by manufacturer) h-6 (evaluation codes) and h-10 (addtl mfg narrative) were incorrectly documented in the initial MDR 30 day report. The sections have been updated.